Event description:
It was reported that the patient required intensive care unit admission due to hypoglycemia associated with an infusion set tubing issue, where the tubing became kinked during the night on (B)(6) 2025. It was treated with intravenous fluids, saline and insulin.

Manufacturer narrative:
E1: event country: the united states. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.